Manufacturer narrative:
UDI: (B)(4). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. It was determined that the device had been repaired by a third party. The assignable root cause was determined to be due to unauthorized repair, which is user error, misuse, and / or abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation, it was determined that the trigger of the air oscillator device was blocked in the depressed position. It was determined that the parts were not glued and the slats in the motor were white. It was further determined that the device failed pretest for check frequency, minimum 12¿000 to 16¿000 oscillation/minute, check for air leak, check safety system, check the trigger function, and general condition. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. However, it was reported that the event occurred in 2019. All available information has been disclosed. If additional information should available, a supplemental medwatch will be submitted accordingly.